Event description:
Caller reported damage to pump housing and usb, specifically noting that the metal part of charging cable broke off in the pump charging port. There was no adverse impact to the customer¿s blood glucose level. Cts resolved the issue by sending a replacement pump. Customer reverted to an alternative method of insulin therapy.